Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) performed service on this device on 22-nov-2016 and was unable to verify the complaint condition. According to the fsr, the occlusion mechanism performed to specifications. The ccp was present when the fsr installed the customer's dual 1/4 inch tubing and adjusted the occlusion. There were no problems found.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump did not properly occlude the tubing in the raceway. This roller pump was being used in the sucker position. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.